Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: breaking of thread during surgical procedure.